Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that a right ventricular (rv) lead was surgically repositioned due to dislodgement and high pacing thresholds, as confirmed in the electrophysiology laboratory. This ra lead was removed without difficulty and a non-boston scientific lead was implanted into the ra. No additional adverse patient effects were reported.